Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm while bolusing. The customer's blood glucose level was not reported. The customer also received a button error alarm. He was advised to disconnect from the insulin pump and revert to a back up plan. The buttons on the insulin pump were unresponsive. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. No button error alarm, no moisture or corroded keypad traces noted. Unable to test for prime/a33, excessive no delivery and displacement due to unresponsive buttons. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.